Manufacturer narrative:
The reported event of ¿sudden rise in threshold¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Imaging did not reveal any physical anomalies. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.